Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing red heart alarms. The events were reproduced when the external portion of the percutaneous lead was manipulated near the distal end bend relief. It was suspected that there was external damage to the percutaneous lead. Four days later a portion of the distal end of the percutaneous lead was replaced. The pt has not reported any further alarms.